Manufacturer narrative:
According to the customer, on (B)(6) 2023 when he was "coughing" the "velcro" on the trach tube holder "broke in half". The customer reported his "trach tube was almost all the way out". The customer reported they were able to get the tracheostomy back in place and replace the holder. The customer did not report hypoxia or difficulty breathing related to the reported issue. The customer did not report any serious injury, medical intervention/attention, or followup care needed related to the reported incident. Sample requested for return evaluation. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, on (B)(6) 2023 when he was "coughing" the "velcro" on the trach tube holder "broke in half".